Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide wire is very difficult to push through the catheter inside the advancer. The guide is kinking. The issue resulted in the patient developing a hematoma. Therapy was reported to be delayed.

Manufacturer narrative:
(B)(4). The senior resident indicates that the patient developed a minor hematoma and no intervention was required. The resident did feel that the difficulty in pulling the wire out of the vessel contributed to the hematoma. The patient's condition is reported as fine.

Event description:
The customer reports that the guide wire is very difficult to push through the catheter inside the advancer. The guide is kinking. The issue resulted in the patient developing a hematoma. Therapy was reported to be delayed.